Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that two 18 fr sentrant devices from the same lot were used during the procedure.

Manufacturer narrative:
Other relevant devices are: sensh1828w; sn: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device for the endovascular treatment of a patient.   It was reported that during the index procedure, an 18 fr sentrant sheath was inserted on both sides, and the evar was started. However the sentrant could not be inserted on one side due to calcification. It was noted that normally, the 18 fr sheath should be used on a single side. However since there was a possibility that aortic extension stent graft would be additionally implanted proximally, it was necessary to secure the approach via both sides. It was reported that there was a possibility that the blood vessel may have been damaged by the attempted insertion of the sentrant. A substitute non-medtronic 16 fr sheath was used successfully instead. Per the physician the cause of the event was anatomy related, and that the use of an 18 fr sheath was unreasonable for the narrow access vessel. No clinical sequelae were reported and the patient is fine.